Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer's high blood glucose level was 500 mg/dl and current was 417 mg/dl. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer had symptoms of nausea. The customer reported that insulin pump had insulin flow block alarm multiple times and customer changed the infusion set. The automode was not active. The insulin pump will not be return for the analysis.